Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no signs of physical damage. Upon powering on the cycler touch screen was responsive and the records and menus could be accessed. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. The touchscreen test passed. The voltage calibration check passed. The post-ast 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. An internal visual inspection of the returned cycler was performed and found no discrepancies. All electrical testing passed, no evidence of an electrical spark was reproduced during the investigation.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported that when a patient was inputting treatment data into a cycler, the screen was not responding. The nurse also stated that the cycler sparked when the patient was inserting the power cord. This was the first time patient was attempting to use the cycler. A new cycler was issued. In a follow up, the patient verified there was no harm associated with the spark. The patient was not connected during the spark. The patient received a new cycler and is having no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that when a patient was inputting treatment data into a cycler, the screen was not responding. The nurse also stated that the cycler sparked when the patient was inserting the power cord. This was the first time patient was attempting to use the cycler. A new cycler was issued. In a follow up, the patient verified there was no harm associated with the spark. The patient was not connected during the spark. The patient received a new cycler and is having no further issues. The cycler is available to return for investigation.